Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that at 19:45 on (B)(6) 2024, the patient found that the PICC dressing was wet, the nurse checked and stopped pumping the chemotherapy drug at the bedside, asked if it was swollen and painful, and gave the right upper arm PICC maintenance once, measured the right upper arm 23.5cm, the same arm circumference when the catheter was placed, and the PICC puncture point and surrounding skin were cleaned with 5% gs, and the PICC puncture point and surrounding skin were cleaned with 5% gs. Blood was returned when the PICC puncture point was flushed. After flushing the tube, leakage was found at the PICC puncture point. After informing the doctor and ordering disinfection and fixation, the patient underwent a chest x-ray examination and ordered continue to observe.